Event description:
The rptr did meter to lab comparison tests. Rptrs am fasting test at home was 134 mg/dl. Dr's office is 10 min away, took the meter. The result of a venous lab test was 180 mg/dl. Rptr did not have any symptoms. On follow-up the rptr checks the confirmation dot for enough blood. Is on a set amount of insulin. Rptr doesn't have any difficulty getting sample a control solution to test was not done due to unavailability of supplies. No harm was alleged.